Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed inspection of the unit. The index knob was loose requiring replacement of worn internal parts. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2010). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was not working. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.